Event description:
Customer reported blood glucose results of 442 mg/dl and 190 mg/dl within 10 mins on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.